Event description:
It was reported that a "bug" was found in the bd insyte¿ autoguard¿ bc shielded IV catheter packaging before use. The following information was provided by the initial reporter, translated from japanese to english: "a bug was in the package."

Manufacturer narrative:
H.6. Investigation summary: received a 24ga iag unit within a sealed package from lot number 9049548. All components within were intact. Photographs were also submitted for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the unit was received within a sealed package. Observed there were smears of black material on the needle cover of the unit received. The black material on the needle cover appears to be grease and is not confirmed to be an insect. Photos: the photos returned for evaluation revealed similar findings. Ftir: the unit was sent for ftir testing and results concluded the black material on the needle cover was classified as ¿mineral oil". Conclusion: manufacturing: since the unit was received within a sealed package the probable root cause is determined to be manufacturing related. A definite source for the material found on the cover could not be determined but ftir results concluded the material was classified as ¿mineral oil¿ and was confirmed not to be an insect/bug.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "bug" was found in the bd insyte¿ autoguard¿ bc shielded IV catheter packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a bug was in the package."